Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The event description indicates the flow diverter device fell back after deployment. The first stent was deployed right under ica (internal carotid artery) terminus and after deployment the stent moved about 5mm below landing zone. Second stent was deployed and fell back as well. The anatomy was reported to be very tortuous, and it was difficult to resheath due to the torturous vessel. The physician reported that the support for the case radial was not the best option. Catheter choice was also not the best. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The flow diverter was recaptured back into the microcatheter twice. Resistance was noted between the delivery catheter and the pusher and during advancement of the stent delivery system through the patient¿s anatomy. Lack of support during implant (stent) deployment resulted in the stent falling back. The procedure was successfully completed with a 3rd surpass elite device. The patient is currently stable and was discharged. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported 'stent dislodged/migrated', 'stent failed/unable to open', 'sdw friction', 'flow diverter stent difficult/unable to recapture into microcatheter.'

Event description:
It was reported that the stent fell back approximately 5mm below the intended landing zone after deployment under the ica (internal carotid artery) terminus. A second stent (subject device) was deployed but also fell back. Due to the tortuous ica and limited support from the rist radial approach, the physician switched to a bxm 81 and later swapped the intermediate catheter for additional support. Resheathing was difficult due to vessel tortuosity. There was not great apposition so he used a balloon, there was a shelf left proximal but he did not want to tack it down. The physician was doing more of an unsheath and less of a push. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that the stent fell back approximately 5mm below the intended landing zone after deployment under the ica (internal carotid artery) terminus. A second stent (subject device) was deployed but also fell back. Due to the tortuous ica and limited support from the rist radial approach, the physician switched to a bxm 81 and later swapped the intermediate catheter for additional support. Resheathing was difficult due to vessel tortuosity. There was not great apposition so he used a balloon, there was a shelf left proximal but he did not want to tack it down. The physician owas doing more of an unsheath and less of a push. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.